Event description:
The physician reports performing cataract surgery with attempted implantation of the li61se intraocular lens. During insertion into the eye the haptic bent. The original incision was enlarged in order to remove and replace the iol with an anterior chamber intraocular lens (acl). Sutures were required to close the wound. Additional information has been requested but not yet received. A supplemental report will be submitted to FDA if additional information is provided.

Manufacturer narrative:
The complaint lens has been returned to b&l and is currently being evaluated. Results will be submitted to FDA in a supplemental report.